Manufacturer narrative:
Classification: external cause investigation. Sample information: not available. Further investigation required: no. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Complaint confirmed: no. Conclusion: there are no regulatory impact, product quality impact, and no stability impact.

Event description:
Event verbatim [preferred term] with burn blister/ it burnt her back [burns second degree] , and it burnt her back, so bad she has scars [scar] , skin peeling off [skin exfoliation] , skin injury / break [skin injury] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 49-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) from 2018 at an unspecified dose for her back. The patient's medical history was not reported. There were no concomitant medications. The patient previous purchased thermacare lower back and hip heat wraps about a month and a half before (in 2018). She never had issues and she has been using the product for 30 years. She used a large one thermacare lower back and hip heat wrap on her back and it burnt her back, so bad she had scars in 2018. She clarified that events were associated with burn blister, skin peeling off, and skin injury / break. She was going to call them and got to reading and saw it says may have sensitive skin if 50 or older but she was only 49. But then her daughter told her that there was a recall so she called because she also bought the thermacare muscle heat wraps and didn't open or use those but wanted make sure they are okay to use. She wanted to know if this lot was involved in the recall before she used it. There was no hospital admission or treatment received for the events. Action taken for the product in response to the event was not reported. She was no longer taking the product as of 19mar2019. The outcome of the events was reported as resolved, however she reports she still has a scar. The product quality complaints provided an investigation summary as follows: classification: external cause investigation. Sample information: not available. Further investigation required: no. The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Complaint confirmed: no. Conclusion: there are no regulatory impact, product quality impact, and no stability impact. Additional information has been requested and will be provided as it becomes available. Follow up (15jan2019): new information reported from the product quality complaints includes: investigation summary and conclusion. Follow-up (19mar2019): new information from a contactable consumer includes: new events (burn blister, skin peeling off, skin injury / break), thermacare indication, hospitalization information (none), treatment information (none), and updated outcome. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree, scar, skin exfoliation and skin injury as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, scar, skin exfoliation and skin injury as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Classification: external cause investigation. Sample information: not available. Further investigation required: no. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Complaint confirmed: no. Conclusion: there are no regulatory impact, product quality impact, and no stability impact.

Event description:
It burnt her back, so bad she has scars [thermal burn], and it burnt her back, so bad she has scars [scar]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 49-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from 2018 at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previous purchased thermacare lower back and hip heat wraps about a month and a half before (in 2018). She never had issues and she has been using the product for 30 years. She used a large one thermacare lower back and hip heat wrap on her back and it burnt her back, so bad she had scars in 2018. She was going to call them and got to reading and saw it says may have sensitive skin if 50 or older but she was only 49. But then her daughter told her that there was a recall so she called because she also bought the thermacare muscle heat wraps and didn't open or use those but wanted make sure they are okay use. She wanted to know if this lot was involved in the recall before she used it. The action taken for the product and events outcome was unknown. The product quality complaints provided an investigation summary as follows: classification: external cause investigation. Sample information: not available. Further investigation required: no. The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Complaint confirmed: no. Conclusion: there are no regulatory impact, product quality impact, and no stability impact. Additional information has been requested and will be provided as it becomes available. Follow up (15jan2019): new information reported from the product quality complaints includes: investigation summary and conclusion. Company clinical evaluation comment: based on the information provided, the events of "burnt her back, so bad she had scars" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burnt her back, so bad she had scars" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] it burnt her back, so bad she has scars [thermal burn], and it burnt her back, so bad she has scars [scar]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from 2018 at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient previous purchased thermacare lower back and hip heat wraps about a month and a half before (in 2018). She never had issues and she has been using the product for 30 years. She used a large one thermacare lower back and hip heat wrap on her back and it burnt her back, so bad she has scars in 2018. She was going to call them and got to reading and saw it says may have sensitive skin if 50 or older but she was only 49. But then her daughter told her that there was a recall so she called because she also bought the thermacare muscle heat wraps and didn't open or use those but wanted make sure they are okay use. She wanted to know if this lot was involved in the recall before she used it. The action taken for the product and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn" "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.